Event description:
It was reported that after the pipeline was deployed, a balloon was required to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).